Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, the customer reported her error coding issue and noted that she wasn't in front of the tower to trouble-shoot. Tac suggested that the customer check the remote cable going to the computer and wipe off the gold contacts of the scope, and finally to re-start her computer program to reset the system and remove those errors. A follow up call was made to the customer, during which she reported that the remote cable was disconnected and causing the e402 error, and after re-connecting that cable, the b30 did not show again either. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was presenting error codes: b30, e402, & e103 during procedure preparation. According to the initial reporter, the intended procedure was completed using another unit with no negative impacts to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation of the device revealed the following faults: (a) error code e300 was produced, (b) the high intensity mode on the device was not working, (c) the nbi was not functioning, and (d) the water tank socket had cosmetic damage. A review of the device history record found no deviations that could have caused or contributed to the reported b30 and e103 error codes. The investigation did not establish the root causes of these errors. Olympus will continue to monitor field performance for this device.